Event description:
It was reported that in preparation for a percutaneous coronary intervention (pci) procedure, the sterile barrier was compromised. There was a hole noted in the package containing the 325cm rotawire guide wire. The procedure was completed with another of the same device. There were no patient complications and the patients current status is reported as good.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that in preparation for a percutaneous coronary intervention (pci) procedure, the sterile barrier was compromised. There was a hole noted in the package containing the 325cm rotawire guide wire. The procedure was completed with another of the same device. There were no patient complications and the patients current status is reported as good.

Manufacturer narrative:
Device evaluated by MFR.: the returned rotawire guide wire was received inside the sealed pouch. A tear approximately 1cm in size was noted on the label by the "use by" tab. No other defects were noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).